Manufacturer narrative:
AROA's review of manufacturing documentation for the subject lot (b)(4) has confirmed that the devices were produced in accordance with the established procedures. All process specifications and final release specifications were satisfied. Dysphagia is noted as a potential complication in the instructions for use of the device. There was no evidence to indicate that the device caused or contributed to the event.

Event description:
A patient underwent paraesophageal hernia repair with OviTex 1S Resorbable on (b)(6) 2026. On (b)(6) 2026 the patient reported worsening dysphagia with associated PO intolerance. Upper GI imaging was conducted on (b)(6) 2026 which demonstrated delayed esophageal emptying and narrowing at the GE junction. The patient underwent EGD with balloon dilation on (b)(6) 2026 and (b)(6 20)26 with no additional interventions noted.